Manufacturer narrative:
(B)(4). The 018 steelcore guide wire is being filed under a separate medwatch MFR number. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the superficial femoral artery. A 018 steelcore guide wire was advanced to the lesion and a 4.0x150mm armada 18 balloon catheter was being advanced over the guide wire; however, the balloon was inadvertently advanced past the guide wire. An attempt to advance the guide wire further to reach the balloon was made, but the guide wire tip prolapsed. The guide wire and balloon became stuck and would not advance. Both devices had to be pulled out of the patient together. After removal the devices were inspected; the wire was mangled and the catheter was folded like an accordion. The procedure was successfully completed with another armada 18 balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, functional and dimensional inspections were performed on the returned device. The reported resistance with the guide wire was not confirmed. The reported damaged shaft was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.